Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep removed and replaced the image processor pcb. The system operates as intended.

Event description:
It was reported that the images on the left monitor of the 9800 system are distorted during fluoro. No patient injury was reported.